Event description:
It was reported that asymptomatic patient presented in clinic with an hv therapy alert for an event that occurred on (B)(6). Upon interrogation, there was low, out of range impedance exhibited on the right ventricular lead. The clinician did not provide session records for further review. The clinician will discuss lead revision surgery with the following physician. There were no interventions performed. No further information is available.